Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the sample for evaluation. Bd received one used q-syte unit accompanied by an undamaged opened package from lot number 9056915. The q-syte had no dust cap and damage was observed to the top disk. Through the visual microscopic evaluation, the top disk of the septum was pushed into the top body. There were markings at the top and bottom body indicating stress to the q-syte body. A residual septum material and adhesive deposit was observed on the rim of the top body (polycarbonate) and top disk of the q-syte unit which is indicative of a sufficient bond at time of manufacture. The reported issue was confirmed. Although the failures stated issue were confirmed with the unit provided for investigation, bd could not establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd q-syte luer access split septum experienced the septum coming unglued/lifted up at the rim which was noted during use. The following information was provided by the initial reporter: after six days of usage, the septum pushed into adapter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte luer access split septum experienced the septum coming unglued/lifted up at the rim which was noted during use. The following information was provided by the initial reporter: after six days of usage, the septum pushed into adapter.